Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a blood glucose of 247 mg/dl. It was stated that the customer received a replacement insulin pump prior to the event, and programmed what she thought were the correct settings, but she ended up in the hospital. It was stated that the customer also experienced nausea, headaches and muscle aches. The caller was unable to troubleshoot at the time of the call, but felt that the customer was hospitalized due to programming the insulin pump with the wrong settings. Nothing further was reported.